Manufacturer narrative:
On 11/27/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, a crease was observed in the posterior view. Within crease a tear was noted, measuring approximately 0.5 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old race female patient underwent a revision breast augmentation with a 425cc mentor smooth round moderate profile and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent unilateral removal and replacement with an unspecified breast implant on (B)(6) 2019.